Event description:
As reported for this event by the customer, during an unknown therapeutic procedure the light of the power supply part of the device went out and the device did not turn on. The cord was replaced and the light of the power supply was restored once but went out again. The procedure was completed with the use of the sub-monitor. There is no harm or adverse impact to the patient. Post procedure the customer restarted the device. The issue of the power supply did not occur at this time.

Manufacturer narrative:
The device is not returned, as such a definitive root cause of the reported complaint cannot be determined at this time. This event is under investigation. A supplemental report will be submitted upon completion of the investigation or upon receiving additional information.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. Please see the updates in sections d8, h6, and h10. The device was not returned; therefore, the reported phenomenon or condition of the device could not be confirmed. Since the serial number was unknown, the device history record was unable to be reviewed. However, olympus only releases products to market that meet all manufacturing specifications and final product release criteria. The specific root cause of the reported problem could not be determined at this time because the device was not returned. Olympus will continue to monitor field performance for this device.